Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was giving occlusion errors which resulted in elevated blood glucose levels. The caller reported that she changed the accessories and continued to get the occlusion errors. The customer reported that on (B)(6) 2021 she experienced diabetic ketoacidosis due to errors and was admitted into the hospital. It is unknown what type of treatment the customer received or how long they were hospitalized. No further information was provided.